Event description:
The clinician reported that the day the dental implant was placed, in ada site# 11 of the patient's mouth, failure of implant was observed. Primary stability was not achieved. The device was forwarded to the manufacturer for investigation. No further complications were observed.